Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The imaging system failed mechanical tests. System initializing on pendent. Replaced image acquisition system (ias) computer, stand alone board and 500v relay. Performed gain calibrations. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The device was returned to the manufacturer for analysis. Investigation of the computer confirmed reported problem " will not boot up". Cmos checksum error. Dead cmos battery. Battery voltage measured as 0.1v instead of 3.3v. It was found to have an electrical failure; root cause was the dead cmos battery the hardware investigation of the standalone x relay confirmed reported problem "no power out". R21 and q1 damaged due to electrical overstress. Relay pin 1 and pin 2 are shorted. It was found to have an electrical failure; root cause was no power. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A biomed site representative reported that the imaging system was stuck at system booting please wait. During troubleshooting, tried rebooting multiple times but this did not resolve the issue. There was no patient present when this issue was identified.